Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Product history review could not be completed due to lack of information: the lot number, reader serial number or cartridge serial number were not provided. A cue reader replacement was sent to the customer per customer's request.

Event description:
On (B)(6) 2021, a customer reported that he and his wife received suspected false positive samples using the covid-19 test for home and over the counter (otc) use. This manufacturer's report addresses patient 1 of 2. The customer reported receiving at least three (3) negative results from the covid-19 test for home and over the counter (otc) use after the initial test, and a negative result using a different covid-19 test either on the same day or the day after. The customer expressed concerns that the suspected false positives were due to the cue reader and requested a replacement.